Event description:
Allegedly, patient was revised due to aseptic loosening stem. Revision njr number: (B)(4). Side:r. Primary asa: p4 - life threatening disease. Components not revised: procotyl l beaded and ha coated cup size 52mm product ID pha06262, lot ID 1414732. Rim-lock a-class cross- linked polyethylene liners 15deg 32mm ID group e product ID pha04660, lot ID 1404239.